Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Event description:
Additional information received states that the event happened in the right eye and the iol was removed after insertion. The patient¿s issues have resolved and the prognosis is great.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cut in half. The lens was cleaned. Scratches are observed on both the anterior and posterior sides of the optic. One half of the lens has two areas near the edge of the optic that are cracked. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported scratches were observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol was scratched upon insertion. There was patient contact, but no patient harm reported. Additional information has been requested.